Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality controls (qc) were not in range and the cause of the event. As per advia centaur xp operator guide, operators are instructed to verify reagent performance based on acceptable quality control results. The siemens regional support center (rsc) and headquarter support center (hsc) are investigating this issue.

Event description:
Discordant falsely elevated troponin results were obtained on advia centaur xp for four patient samples. The customer stated that quality controls (qc) were not in range and initial results were reported out to the physician(s). The results were not questioned by the physician(s) and some of the patients were admitted to the intensive care unit (ICU) for additional monitoring and retesting per protocol. The customer does not have knowledge of which patient(s) required admission or further blood collection. The customer stated that repeat testing of troponin samples from the last 24 hours was performed on their alternate advia centaur xp system and identified the four sample patients that were amended. Repeat testing was performed on the same patient samples and the corrected report was issued. There are no known reports of additional patient intervention or adverse health consequences due to the troponin discordant patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00097 on 26-feb-2018. Additional information (B)(6) 2018): a headquarter support center (hsc) specialist evaluated the service performed. A customer service engineer (cse) was dispatched to the customer site and performed a visual inspection, checked the aspirate probe dispense and aspiration test. The cse identified that aspirate probe 3 was not functional and determined the aspirate probe tubing was damaged. The cse replaced the tubing and then performed an incubation ring empty and fill diagnostic. The instrument performed as expected and the aspiration from probe 3 was functional. A precision test was performed on troponin and all results were acceptable. Quality control (qc) was also performed and determined to be acceptable. It is unknown if the cause of the falsely elevated troponin results is associated with the defective aspirate probe tubing or an issue with the handling of patient samples. Based on the actions that were taken and service performed, there are no indications of a systemic issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required.